Event description:
Voluntary medwatch received states that the patient's right atrial (ra) lead explanted due to infection. The patient experienced no consequences.

Manufacturer narrative:
Voluntary medwatch report received: mw5163173.